Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "tubing sets leaking at the connection between the luer lock and the distal end (away from the patient side). Pump treatment information:unk. Type of drug:unk. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes. "